Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a "force sensor failure." It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received in good condition with no appearance of any physical damage. Per event history/error log review, force sensor failure. Per functional testing, all the reading of force sensor are within the required specifications. The complaint was not confirmed. It was noted that the customer manipulated the device at power up which was causing the force sensor test error and by entering the biomed code the customer was able to clear the force sensor test error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Cleaned and greased device. Performed preventative maintenance (pm). The device passed all functional and delivery tests.